Event description:
It was reported that during prep for a percutaneous coronary intervention procedure, speed fluctuations occurred. The lesion was located in the severely calcified unspecified vessel. The rotablator console encountered an unstable rotation speed. The speed was able to be set after an unspecified time and the procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)